Event description:
Patient reported right side rupture with scattered silicone granulomas involving the lymph nodes, pain and fluid collection around breast tissue. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, seroma and rupture.